Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, while on mesh fixation, the tacker did fire in the start and after that handle jammed. A new product was opened to resolve the issue. There was no patient injury.